Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of hi ( greater than 500 mg/dl ) while wearing the adc freestyle libre sensor. On (B)(6) 2020, the customer reported he "in fact was" hypoglycemic and was unable to treat themselves. The customer was assistant by both hcp and non-hcp and received an intramuscular injection of glucose for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.